Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon entering short tether mode after initial fixation during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) prematurely separated from the delivery catheter, and it was noted that the delivery catheter tethers were not properly aligned. However, the measured parameters on the lp were acceptable and the procedure was concluded with the lp remained implanted. There were no patient consequences.